Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, ¿dr said, ¿patient was dislocating hip. Dr stated that this had been happening a few times and that he was going to take and remove the acetabular component and convert it to a constrained insert.¿